Manufacturer narrative:
Evaluation summary: a physical examination could not be carried out as the device was not returned to stryker kiel. Likewise, the reported event could not be confirmed. Review of the device history records for the device revealed no discrepancies. According to product inquiry the issue was noticed during cleaning procedure; adverse consequences were not reported. No further information received. As the item was not available for investigation, the root cause of the reported event can not be determined with the information given. Device will not be returned.

Event description:
Bixcut reamers were bent during a tibial nail. Two were bent at the base during normal reaming procedure.

Event description:
Bixcut reamers were bent during a tibial nail. Two were bent at the base during normal reaming procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.